Event description:
The product was used during a lumbar discetomy procedure. Reportedly, the instrument broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Device not available for eval.